Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01, implantable pulse generator, 2011-(B)(6); 5086mri58, implantable pacing lead, 2011-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The physician chose to remove the ra lead and replace it. No patient complications have been reported as a result of this event.